Event description:
It was reported that the patient was seen in clinic after having presented to the emergency room complaining of fluttering in the chest. The patient no longer felt the fluttering, but interrogation of the pulse generator indica- ted that the left ventricular lead exhibited no capture at 6.75 v. X-ray revealed that the lead appeared to have retracted into the superior vena cava. About three weeks later, the patient underwent a heart transplant procedure.

Manufacturer narrative:
No medwatch form was received.